Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely contributed to the event.

Event description:
Edwards received information a patient with a 25mm 3000tfx aortic valve implanted approximately six (6) years, 10 months, underwent valve-in-valve procedure due to unknown reasons. Patient post-operative status noted as in recovery.

Event description:
Edwards received information a patient with a 25 mm magna aortic valve implanted approximately seven (7) years, underwent valve-in-valve procedure due to unknown reasons. A 23 mm 9750tfx transcatheter valve was implanted inside the 25 mm valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted or upon completion of the investigation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.